Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she went to bed with blood glucose readings of 300 mg/dl and woke up with blood glucose readings of 408 mg/dl. The customer stated that she had symptoms such as nausea. The customer stated that there was blood at the site. The customer stated that the site was not actively bleeding. The customer declined to troubleshoot for high blood glucose reading.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.